Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead in the patient's device system delivered inappropriate shock therapy. The physician also stated that the patient was administered antibiotics for a potential blood infection. The physician thought this may stem from the device itself. The patient had admitted to the emergency room, with fever, and reported being shocked. The device logbook showed one event that was not overwritten, that appeared to be sinus tachycardia that went above 150 beats per minute. The patient did receive 6 atp bursts x 10, then hit atp timeout and got a 2 joules shock and still kept going, then administered a 5 joules shock, then 41 joules which changed the symptom to a v greater than a criteria and slowed to a sinus tachycardia at which time he received a second 41 joules shock with v greater than a criteria for 10 beats and then sinus tachycardia once again. That day and the following day, the patient received multiple atp therapy. The local area sales representative explained the criteria for the atp and shock, but the physician still thought it was inappropriate shock. Since then, there has been no further episode or delivery of therapy. The patient is in the hospital receiving a pharmaceutical intervention at this time.

Manufacturer narrative:
To date, information suggests that these medical devices were removed from service for reason of patient infection. No further information is expected at this time. If new information would become available, this report will be further evaluated and updated.